Manufacturer narrative:
The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging an unknown issue with her onetouch ultrasmart meter which prevented her from testing her blood glucose. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient manages her diabetes with humalog insulin (sliding scale) and lantus insulin (22 units in the morning). The alleged issue began a few days prior to contacting lfs. The patient stated she continued to take her lantus insulin but discontinued taking her humalog insulin. On the following day of the alleged issue, the patient claimed she felt high blood glucose symptoms of sweating, nervous and dizzy. The patient went to her the pharmacy and obtained a blood glucose result of "338 mg/dl" on another device. The patient administered self 4 units humalog insulin and felt better. At the time of troubleshooting, the customer care advocate (cca) was not able to walk the patient through resolving the alleged issue. The mss was unable to have the patient clarify the alleged issue. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.